Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('remaining essure coil could not be visualized') in a 40-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included obesity, cervicitis and adenomyosis. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain / increasingly severe pain"). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("excessive hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 10 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion ("vaginally expelled one of her essure coils\expulsion"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed."), iron deficiency anaemia ("bleeding: anemia"), back pain ("chronic back pain"), discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vag.lnfect"), visual impairment ("vision problems") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, device expulsion, discomfort, abdominal distension, abnormal weight gain, alopecia, tooth disorder, rash, visual impairment, depression and fatigue outcome was unknown and the genital haemorrhage, iron deficiency anaemia, menorrhagia, back pain, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, depression, device dislocation, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: complications during removal surgery? Other received treatment for pain- dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general., allergy : rash/skin condition, expulsion, bladder/urinary problems : uti, vag.lnfect, vision probs, depression, pelvic inflammatory disease discrepancy regarding removal date: reported as (B)(6)2015 this mother case is linked to child case #(B)(4). Discrepancyn: date(s) of removal: (B)(6)2017 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: unilateral occlusion (right tube occluded), expulsion of essure device one of the coils fell out (left coil).. Batch no c76456 production date 2014-07-16 expiration date 2017-07-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case.imrdf /FDA codes error. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('remaining essure coil could not be visualized') in a 40-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain / increasingly severe pain"). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("excessive hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 10 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion ("vaginally expelled one of her essure coils\expulsion"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed."), iron deficiency anaemia ("bleeding: anemia"), back pain ("chronic back pain"), discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vag.lnfect"), visual impairment ("vision problems") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, device expulsion, discomfort, abdominal distension, abnormal weight gain, alopecia, tooth disorder, rash, visual impairment, depression and fatigue outcome was unknown and the genital haemorrhage, iron deficiency anaemia, menorrhagia, back pain, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, depression, device dislocation, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: complications during removal surgery? Other received treatment for pain- dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general., allergy : rash/skin condition, expulsion, bladder/urinary problems : uti, vag.lnfect, vision probs, depression, pelvic inflammatory disease discrepancy regarding removal date: reported as (B)(6) 2015. This mother case is linked to child case #(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: unilateral occlusion (right tube occluded), expulsion of essure device one of the coils fell out (left coil). Batch no c76456 production date 2014-07-16 expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of product technical complaint. Blood loss anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('remaining essure coil could not be visualized'), pregnancy with contraceptive device ('pregnant'), genital haemorrhage ('general. Abnormal bleed.'), blood loss anaemia ('bleeding: anemia') and device expulsion ('vaginally expelled one of her essure coils\expulsion') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vag.lnfect"), visual impairment ("vision problems") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, device expulsion, discomfort, abdominal distension, abnormal weight gain, alopecia, tooth disorder, rash, visual impairment and depression outcome was unknown and the genital haemorrhage, blood loss anaemia, menorrhagia, back pain, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, blood loss anaemia, depression, device dislocation, device expulsion, discomfort, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: complications during removal surgery? Other. Received treatment for pain- dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general., allergy : rash/skin condition, expulsion, bladder/urinary problems : uti, vag.lnfect, vision probs, depression, pelvic inflammatory disease. Discrepancy regarding removal date: reported as (B)(6) 2015. This mother case is linked to child case #(B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('remaining essure coil could not be visualized') in a 40-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain / increasingly severe pain"). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("excessive hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 10 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion ("vaginally expelled one of her essure coils\expulsion"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed."), blood loss anaemia ("bleeding: anemia"), back pain ("chronic back pain"), discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vag.lnfect"), visual impairment ("vision problems") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, device expulsion, discomfort, abdominal distension, abnormal weight gain, alopecia, tooth disorder, rash, visual impairment, depression and fatigue outcome was unknown and the genital haemorrhage, blood loss anaemia, menorrhagia, back pain, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, blood loss anaemia, depression, device dislocation, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: complications during removal surgery? Other received treatment for pain- dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general., allergy : rash/skin condition, expulsion, bladder/urinary problems : uti, vag.lnfect, vision probs, depression, pelvic inflammatory disease discrepancy regarding removal date: reported as (B)(6) 2015. This mother case is linked to child case # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: unilateral occlusion (right tube occluded), expulsion of essure device one of the coils fell out (left coil). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: reporters were added. New events- abnormal bleeding (vaginal), migraines / headaches, dysmenorrhea, fatigue were added. Lab test was added. Event outcomes were added. Lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('remaining essure coil could not be visualized'), pregnancy with contraceptive device ('pregnant'), genital haemorrhage ('general. Abnormal bleed.'), blood loss anaemia ('bleeding: anemia') and device expulsion ('vaginally expelled one of her essure coils\expulsion') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months after insertion of essure. In (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metralgia (bleeding b/w periods)"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vag infect"), visual impairment ("vision problems") and depression ("depression"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, discomfort, abdominal distension, abnormal weight gain, alopecia, tooth disorder, device expulsion, rash, visual impairment and depression outcome was unknown and the genital haemorrhage, blood loss anaemia, menorrhagia, back pain, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, blood loss anaemia, depression, device dislocation, device expulsion, discomfort, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: complications during removal surgery? Other received treatment for pain- dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metralgia (bleeding b/w periods), anemia, general., allergy : rash/skin condition, expulsion, bladder/urinary problems : uti, vag infect, vision probs, depression, pelvic inflammatory disease. Discrepancy regarding removal date: reported as (B)(6) 2015. This mother case is linked to child case #(B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received; new events- dyspareunia, apareunia, abdominal pain, metrorrhagia, general. Abnormal bleed, rash/skin condition, uti, vag. Infect, vision probs, depression, anemia, pelvic inflammatory disease, device monitoring procedure not performed were added. Outcome of pregnancy was updated from live birth outcome unknown to live birth child not healthy. Essure legal manufacture has changed from bayer healthcare, llc (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.